Manufacturer narrative:
The observed internal cannula tear is related to action # (B)(4). The pod was received deployed having run 832 total pulses. An audible beep was heard during downloading. No damages or defects were found with the pod that would cause a failure to double beep after fill. The pod generated an 0x40 hazard alarm indicating rotational sensor maximum open count exceeded. False closed pulses were observed at the end of the run, resulting in a failure to transition and triggering the alarm. Fluid evidence was observed on the commutator cap. An internal tear resulted in fluid leaking inside the device causing the resulting fluid on the commutator cap, rotational sensor malfunction and 0x40 alarm. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the blood glucose level reached above 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication error with no double beep after fill.